Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction. There is an instruction that states, "carefully examine pad, cover, cord and controller before each use. Discard the pad if any sign of deterioration, wear or damage. Do not tamper with this pad in any way. There are no user serviceable parts. If pad does not function satisfactorily, see warranty for consumer contact information" and consumer failed to perform that instruction.

Event description:
Consumer alleges leaning against the heating pad in bed against a pillow for back pain and alleges the heating pad sparked causing an injury. Consumer received a burn to her lower back. Consumer alleges the heating pad caused property damages to her pillowcase, tank top, and shirt.